Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.